Event description:
Corail impactor handle tip is damaged and sticking in implant.

Manufacturer narrative:
Product complaint # (B)(4). Date of event is an unknown date. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthese, or its employees that the report constitutes an admission that the product, depuy synthese, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Additional information received from the rep: a. Was there a surgical delay because of this event? If yes, what is the duration of the delay? -no (as already stated below). B. It was mentioned that the "corail impactor handle - tip is damaged & sticking in implant." Kindly clarify the specific defect of the device was it bent, cracked, stripped, scratched, worn or cross threaded, etc.? -tip is deformed/bent therefore doesn¿t fit properly into insertion point of stem & when impacted gets stuck.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h6: device-device incompatibility (a1702) is being utilized to capture device interaction (2+ devices) unable to disassemble & device interaction (2+ devices) jammed/seized. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information, which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained, that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary corail impactor handle - tip is damaged & sticking in implant. Needs replacing asap. Product code 257005100 lot so2026610. The product was returned to depuy synthes for evaluation. Visual analysis of the device found flanges deformed on the tip. However, the reported jammed/seized condition cannot be confirmed because the device comes disassembled. The observed condition of the device can be attributed to unintended user error by improper alignment and care when assembling mating device, resulting in deformations. Properly handling and attention to the approved use of the device diminishes the risk of failure. A functional test was unable to be performed due to the post-manufacturing damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the summit standard imp. Inserter would contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.